Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked blood on 2 occasions during use. The following information was provided by the initial reporter: in the operating room the patient was already covered, an infusion was given through the venflon, before that an injection was given through the port, after some time it was noticed that there was a lot of blood on the floor, and it was found that it leaked from the injection port, although it was closed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 8/13/2020. H.6. Investigation: 131 representative samples were received by our quality team for evaluation. 119 samples were received from batch: 0022905, nine samples were received from batch: 9354560, two samples were received from batch: 9354556, and one sample was received from batch: 9297916. The samples were subjected to visual inspection and valve injection test, it was observed that the valve moved towards the cannula hub luer side in twelve samples of batch: 0022905 and one sample of batch: 9354560. No abnormalities were observed from the samples from batch: 9354556 and batch: 9297916. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#: 1379444 was initiated.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked blood on 2 occasions during use. The following information was provided by the initial reporter: in the operating room the patient was already covered, an infusion was given through the venflon, before that an injection was given through the port, after some time it was noticed that there was a lot of blood on the floor, and it was found that it leaked from the injection port, although it was closed.

Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0022905. D.4. Medical device expiration date: 2023-01-31. H.4. Device manufacture date: 2020-01-22. D.4. Medical device lot #: 9354560. D.4. Medical device expiration date: 2022-12-31. H.4. Device manufacture date: 2019-12-20. D.4. Medical device lot #: 9354556. D.4. Medical device expiration date: 2022-12-31. H.4. Device manufacture date: 2019-12-20. D.4. Medical device lot #: 9297916. D.4. Medical device expiration date: 2022-10-31. H.4. Device manufacture date: 2019-10-24.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked blood on 2 occasions during use. The following information was provided by the initial reporter: in the operating room the patient was already covered, an infusion was given through the venflon, before that an injection was given through the port, after some time it was noticed that there was a lot of blood on the floor, and it was found that it leaked from the injection port, although it was closed.